Manufacturer narrative:
The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: redness, blood flow insufficiency, nipple areola displacement.

Event description:
Healthcare professional reported unknown side redness, blood flow insufficiency, nipple areola displacement. Device status is unknown.